Event description:
The customer reported that the system displayed an 'ma on in error' message. This error message will result an un-commanded system shutdown. No pt or user injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.